Manufacturer narrative:
(B)(4): the customer reported that alarms were not alarming and that they were unable to enable the alerts. The customer stated that their devices are configured correctly and requested that a philips field service engineer (fse) go on site to resolve the issue. Based on the current information, the customer resolved the issue on their own after they determined that the alarm function on the server was muted. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the patient need for additional therapy. Control of alarming functions is adequately described in the device labeling (instructions for use). Consideration of this complaint and similar complaints supports that there is no design, manufacturing, materials, or labeling problem. No further action or investigation is warranted.

Event description:
The customer reported that alarms were not alarming and that they are unable to enable the alerts.